Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following fields: b3 and h6. Correction on fields: d8 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event of "not reading 180 scopes" was attributed to the malfunction of the scope detection function. The event can be [detected/prevented] by following the instructions for use which state: regarding non-olympus product assembly, instruction manual describes as follows. [Warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
The issue was found before the diagnostic procedure.

Event description:
It was reported, the light source was not reading 180 scopes and error message 'not connecting to scope' was displayed. The issue occurred during a colon procedure. There were no other devices involved, there was no delay in procedure, and the planned procedure was completed using the same device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
B3. Date of event - september 2023. The device was returned to olympus for evaluation and the evaluation could not confirm the customer¿s allegation of light source not reading 180 scopes. During testing and inspection of the device, the following was observed: rear panel deformed; power switch was stuck intermittently; worn out socket slider switch caused intermittent use of high-density mode; corrosion on scope socket output and scope socket tubing; the non-olympus lap life meter was reading at 100+ hours, light intensity output measured out of range; and corrosion inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.